Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's reservoir had air bubbles. He rewound his insulin pump with the reservoir in place. Customer's blood glucose level was 160 mg/dl. The customer was hospitalized about two years ago due to a low blood glucose level of 16 mg/dl. The device was not returned.